Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken and still in cannula canal during analysis. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and found a dull point at the tip of the insertion needle. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was broken and cannula not visible on sensor. The customer's blood glucose value was 72 mg/dl. The customer reported that the sensor cannula was fractured while in the body. It was also reported that they received lost sensor signal alarm. The sensor will be returned for analysis.